Manufacturer narrative:
The lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 1,050 ohms to 1,500 ohms. High pacing threshold measurements were also noted. The patient had experienced chest pain since implant. The patient was admitted to the hospital and a perforation was noted. No additional adverse patient effects were reported.